Event description:
The customer reported that a rem component failed.initial evaluation of the incident device found the device&#39;s rem indecator light is green when nothing is plugged in. Rem alarms when a rem box is attached.

Manufacturer narrative:
(B)(4). The incident device was received and the investigation found the rem function to be malfunctioning. The investigation identified the root cause of this failure to be capacitors c 165 and c 209 on the rf board. The rf board was replaced to correct the problem, and the appropriate upgrades were implemented. The generator was calibrated and testing found it to function normally and within specifications.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.